Event description:
Complainant alleged that during a sales demonstration of the device by a z0ll sales rep to a potential customer, the device failed to power up in either battery or ac mode. The complainant indicated that there was no pt involvement in the reported malfunction.